Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. No trace of moisture damage was found on the electronic/motor assembly. The device also had a cracked case display window corners, crack reservoir tube lip, and scratched display window and missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 174 mg/dl. She stated that the insulin pump was exposed to sweat as she was wearing while exercising. The customer also reported that the insulin pump has a crack from the top right corner of the screen to around to the backside by the sticker. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.